Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead recorded a code 1005 indicative of an open lead condition due to a high out-of-range shock impedance measurement greater than 145 detected during shock delivery. It was noted that the patient had been admitted to the hospital. The patient reported feeling lightheadedness. It was noted this occurred during a reverse-polarity shock. Impedance measurements returned to within normal range when another reverse-polarity shock was delivered. The patient had presented to the emergency room (ER) with appropriate anti-tachycardia pacing (atp) and shocks. It was noted that the patient had been admitted to the hospital, and reported feeling lightheadedness. The clinic was advised to schedule follow up with the patient, however the patient has not yet responded to the clinic's request at this time. This ICD and lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead recorded a code 1005 indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 detected during shock delivery. It was noted that the patient had been admitted to the hospital. The patient reported feeling lightheadedness. It was noted this occurred during a reverse-polarity shock. Impedance measurements returned to within normal range when another reverse-polarity shock was delivered. The patient had presented to the emergency room (ER) with appropriate anti-tachycardia pacing (atp) and shocks. It was noted that the patient had been admitted to the hospital, and reported feeling lightheadedness. The clinic was advised to schedule follow up with the patient, however the patient has not yet responded to the clinic's request at this time. This ICD and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.